Manufacturer narrative:
The root cause is determined to be dose recovery from thermal sensitivity, due to ambient room temperature differences. This reportable event was identified during a retrospective review of complaints for additional reportable events.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the customer's biorad level 1 qc for troponin (accutni) was recovering lower during the afternoon hours, when the room temperature was noted to be 'relatively high', generated by the unicel dxi 800 access immunoassay system. The customer expressed concern regarding some patient result differences, when compared to another instrument in a cooler room. Upon recur at a customer site, the possibility of erroneous patient results being generated does exist.